Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 400 mg/dl while wearing the pod between 36 and 48 hours. After realizing elevated bg levels, patient's mother found the pink slide did not move forward; this indicates a needle mechanism failure occurred. Upon removal, the cannula also appeared bent. As treatment, a new pod was applied and insulin was delivered.